Event description:
The clip broke off the screwdriver. This event did not occur during a surgical procedure.

Manufacturer narrative:
Eval results rec'd from howmedica kiel indicate this event is not associated with the device but is user related due to misuse.